Event description:
Reporter indicated the connection was loose on the handheld programming computer. The reporter indicated the handheld computer is handled a lot and now the connector is loose as a result. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contributed to a death or serious injury.